Manufacturer narrative:
Bsc ID: (B)(4).

Event description:
It was further reported that stent thrombosis of svg to om2 occurred.

Manufacturer narrative:
Device evaluated by MFR. :  it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that myocardial infarction and restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the saphenous vein graft (svg ) to 2nd obtuse marginal (om2) with 95% stenosis and was 28mm long with reference vessel diameter of 4.00mm. The target lesion was treated with direct placement of a 4.00x38mm promus element¿ plus drug eluting stent. Following post-dilatation residual stenosis was 0%. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient came to emergency department with chest pain radiating down his left arm. Slng completely resolved the symptoms. On the same day, chest x-ray revealed right lower lobe (rll) atelectasis and small effusion. Electrocardiography (ECG) showed no acute changes. The patient was hospitalized. Cardiac enzymes were noted to be elevated and the site reported the event of non-st elevation myocardial infarction (nstemi). The patient was referred for catheterization. The chronic total occlusion in the mid svg to om2 happened in (B)(6) 2015 was not treated at that time and still persist at the time of nstemi. Additionally, the 90% stenosis of svg to diagonal graft which was the culprit lesion for non q wave mi was treated with placement of a 2.5x18 mm non-bsc drug eluting stent followed by 0% residual stenosis. The outcome to the event was considered as resolved and the patient was discharged.